Manufacturer narrative:
Siderail, release handle.

Event description:
It was reported by service report that the siderails were not functioning properly. It is unk if there was pt involvement or if there are adverse consequences to report.